Manufacturer narrative:
Film evaluation summary: the reported endoleak which may have contributed to the ruptured taa was confirmed; however, the exact cause/source of the endoleak could not be determined from the films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy, and images during implant and at the intervention 10 months later were also not available. Lack of returned angiograms (including endoleak interrogation) also did not allow for a more comprehensive determination of the endoleak source/cause. While a type iiib fabric endoleak cannot be ruled out, this appears most likely to have been a type iiia junctional endoleak due to insufficient component overlap. The cause could not be determined. Since the amount of initial overlap is unknown it could not be determined if there was inadequate overlap at implant or if the overlap may have reduced during the implant duration; possibly due aneurysm morphology changes. A distal type ib endoleak was also seen which appears most likely to have been caused by disease progression; thoracic dilatation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v amf4036c150tu, serial/lot #: (B)(4), ubd: 08-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 80mm thoracic aortic aneurysm. Another valiant captiva stent graft was also implanted ten months later. It was reported that the patient presented emergently two years and eight months post the last implant with symptoms of a ruptured aneurysm. A CT was performed and showed an endoleak. It was reported that the physician believed this was a type iiia endoleak due to an inadequate overlap between graft pieces. This endoleak was treated and the patient was brought to or where another stent graft was implanted, this subsequently resolved the event. As per the physician the cause of the event was inadequate overlap between graft pieces. No additional clinical sequalae were provided and the patient is fine.